Event description:
The device was implanted in 1998. Since 4/05, the pt suffered pain on the outer right knee and after weight bearing pain spread upwards and downwards. The device was revised in 05, due to osteolytic cysts formed in tibia area of screws.